Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown stem lot #unknown, item #unknown unknown head lot #unknown, item #unknown unknown bearing lot #unknown, item #unknown unknown liner lot #unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03231 liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a total hip arthroplasty. Subsequently approximately 4 years post op, the patient was revised due to dislocation. Additional information was requested however, none was available.